Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported the hcp had a patient that they had scheduled for a revision, she had her battery on the right side and her electrode going in the left s3 foramen, she was having pain down the lateral aspect of her right thigh, regardless of the program settings. There were no further complications that have been reported as a result of this event.